Event description:
The device was removed due to a "tubing leak between the pumps and cylinder(s)". As reported to co, the pump and some assembly kit component(s) only were removed and replaced; leaving the cylinder(s). Catalog #9914s, serial #133660 and reservoir, catalog #9060k, serial #163066 in place from the initial implant surgery.